Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa. The erroneous result was reported outside of the laboratory. The initial total psa result was 0.016 ng/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated and the result was 3.960 ng/ml. The corrected result was also reported outside of the laboratory. No adverse event occurred. The total psa reagent lot number and expiration date were not provided. The customer thinks the discrepant results were due to a sample issue. The field service representative (fsr) visited the customer site and identified contamination at the sample probe. This can cause false liquid level detection which could cause an insufficient amount of sample to be pipetted. The fsr cleaned the sample probe, adjusted liquid level detection and sensor pressure electric voltage. After the service activity, the analyzer was operating within specification and no further issues were complained about.